Event description:
It was reported that this right atrial (ra) lead exhibited possible oversensing and undersensing. Additionally, the patient experienced generalized weakness and syncope however, the cause is unknown. At this time, the lead remains in service. No adverse patient effects were reported.